Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The blood glucose reading was 30 mg/dl, which was treated with a glucose shot in the ambulance. The customer stated that he was not sure how long he had been experiencing low blood glucose. He was not sure of the date nor time of the hospitalization. He declined troubleshooting for the issue. He stated that he was unsure of why he had low blood glucose. He also reported that every time he changed the infusion set, he noted sores at the insertion site on his skin which looked like bubbles. He observed that the sores went away but they left scarring. He did not recall the blood glucose reading at the time of this observation nor any details regarding the infusion sets involved with this issue. He reported that this occurred almost every time he changed the infusion set. Nothing further reported.